Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon stuck to the stent. The lesion being treated was a 90% left anterior descending (lad) instent restenosis lesion. The physician predilated the lesion with a maverick balloon and a cutting balloon. The physician then successfully deployed two taxus express2 8.8% drug eluting stents overlapping in the lad. After deploying the second stent, the 3.0 mm x 32 mm stent, the deflated balloon became stuck to the stent. The physician reinflated the balloon to 12 atms and waited 30 seconds for the balloon to deflate. He was unable to advance or withdraw the balloon. The physician then inflated the balloon to 10 atms and deflated the balloon. This caused the balloon to separate from the stent, and was removed as a unit from the pt. The procedure was successfully completed. No pt injury or complication was reported. The final condition of the pt is listed as good.